Manufacturer narrative:
(B)(6). An event regarding a revision due to infection involving an unknown insert was reported. The event was confirmed. Conclusions: the source of the infection could not be determined as clinical history and results of bloodwork for infection were not provided.

Event description:
It was reported that the subject is enrolled in the triathlon ts study. The subject had their first revision surgery on (B)(6)-2012 where the triathlonts system was implanted. The subject was then revised a second time for infection approximately 9 weeks prior to their study surgery with the triathlon ts system on (B)(6)-2013. The actual date of the removal of the first triathlon ts device is being requested, along with all the operative notes. X-rays will be forwarded upon receipt. Right knee.

Manufacturer narrative:
Catalogue number is unknown at this time. Device description reported as unknown tibial insert. An unknown femoral stem and an unknown tibial insert were also listed in this report. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device was not retained after surgery.

Event description:
It was reported that the subject is enrolled in the (B)(4) study. The subject had their first revision surgery on (B)(6) 2012 where the triathlon ts system was implanted. The subject was then revised a second time for infection approximately 9 weeks prior to their study surgery with the triathlon ts system on (B)(6) 2013. The actual date of the removal of the first triathlon ts device is being requested, along with all the operative notes. X-rays will be forwarded upon receipt. Right knee.